Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer printed slowly prior to an error, though it could not confirm that the screen went black however it was found and confirmed in the error log and the software was reloaded and reconfigured. Analysis further noted that the programmer failed its left antenna test, that the left upper display hinge was installed upside down and that the overlay/bezel center screw hole was crushed. All found defective parts were replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer printer would print really slowly then it just stopped and the screen went black; it was noted that it did not resume working after that. Follow-up determined that this did occur during a patient check but that the programmer was changed out and there was no impact to the patient. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.